Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that the "outer part" of her humapen ergo ii device was broken and it did not work well. No insulin flowed out. She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1711d02, manufactured november 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to pen housing damaged or device not working issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and product complaint (pc), concerns a (B)(6) female patient of han nationality. Medical history, previous drug adverse reaction and family drug adverse reaction were not provided. Concomitant medication included unspecified medication for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog, 100 u/ml) from cartridge via reusable device (humapen ergo ii), thrice a day (11 units in morning, 8 units at noon and 10 units in night) subcutaneously, for the treatment of diabetes mellitus, from around 2017. On an unknown date in (B)(6) 2021, after starting insulin lispro therapy, the outer part of the humapen ergo ii was broken and it did not work well ((B)(4)/ lot number 1711d02). No insulin flowed out and insulin lispro could not be injected. On an unknown date, she had issue with her blood glucose which required hospitalisation to regulate the blood glucose. As of (B)(6) 2021, she was still in the hospital. Information regarding corrective treatment, outcome for the events and hospitalisation details were not provided. Insulin lispro therapy was ongoing. The operator of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The use of the suspect humapen ergo ii was discontinued in mar-2021, manufactured in nov 2017, and was not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro therapy. The reporting consumer related the events to humapen ergo ii device issue. Update 09 apr 2021: additional information received on 09 apr 2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1711d02 of humapen ergo ii device.